Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeated error after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.